Event description:
Device report from (B)(6) reports an event in the (B)(6) as follows: the tip of a drill bit for quick coupling broke during surgery on (B)(6) 2013. The surgeon tried to remove the broken tip but could not remove it. The surgeon decided to keep it in the bone. The material was received (B)(6) 2013. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The measurable dimensions were checked and found to be in compliance with the drawings and ao asif specifications. The review of the raw material test certificate and the manufacturing documents showed no deviations regarding material analysis, tensile strength, structural stability and manufacturing. The values correspond to the ao asif specifications and to the international standard. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that too much mechanical force had been applied during the surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.